Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The blood glucose results were 240 and 145 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.